Event description:
The customer called and experiencing unexplained high blood glucose over 400 mg/dl over the course of a couple of weeks. At the time of this report, customer's blood glucose was 303 mg/dl, and customer did not feel well. Troubleshooting was performed with the customer's insulin pump. The drive support cap appeared normal. It was found the infusion set cannula was not bent. The high pressure test was performed and failed twice. The insulin pump was not alarming with no delivery. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.